Event description:
Medtronic received information that this transcatheter pulmonary bioprosthetic valve (tcv) was inadvertently unsheathed in the right ventricle due to tortuous patient anatomy. Since the valve was unsheathed, tracking to the rvot for implantation was not possible. A decision was made by the physician to implant the tcv in the inferior vena cava with a bare metal stent inside to make the valve incompetent. No patient complications were reported. Another procedure will be conducted at a later date to implant another tcv.

Manufacturer narrative:
(B)(4). Device history reviewed. Device history review found the product met specifications when released for distribution. Cause of event cannot be determined but based on physician comment, may be due to patient anatomy. No product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for products released for distribution. No issues were identified that would have impacted this event. Without product return, no definitive conclusions can be drawn regarding the performance of the valve. The physician report of tortuous anatomy may have been a precipitating factor.